Manufacturer narrative:
Device not returned, pictures provided.

Event description:
Customer reported they found open pouches of the c-view film 20x30cm, lot: 125803; exp-date: 2020-02. The picture depicts two films in one pouch where sealing was performed on the film itself, causing an open pouch.